Event description:
Patient's caregiver called in to report service error code. Customer care attempted to reboot the wcd system with both the batteries but the error code still populated. The issue was not resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.